Event description:
It was reported that the patient was dissatisfied with this ambicor penile prosthesis (app), patient felt device was not getting fully erect and deflating completely. A surgical procedure was performed to remove the app and replace with an inflatable penile prosthesis (ipp). No patient complications were reported.

Event description:
It was reported that the patient was dissatisfied with this ambicor penile prosthesis (app), patient felt device was not getting fully erect and deflating completely. A surgical procedure was performed to remove the app and replace with an inflatable penile prosthesis (ipp). No patient complications were reported.

Manufacturer narrative:
Correction to field h6: device codes. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the inflation issue, and spontaneous deflation was. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was dissatisfied with this ambicor penile prosthesis (app), patient felt device was not getting fully erect and deflating completely. A surgical procedure was performed to remove the app and replace with an inflatable penile prosthesis (ipp). No patient complications were reported.